Event description:
On 6/18/98 surgery was performed to correct pt's sternal deformity. On 7/16/98 the surgeon reported at least one of the two bars implanted had slipped and was tilted approx 45 degrees. On 7/22/98 revision surgery was performed for add'l stabilization with stabilizer plates.